Event description:
Construct was a t11-illium with exp 6.35 screws. Top 2 screws on left and right at t11 pulled out. Doctor did a revision surgery, removed the screws that had pulled out and extended the construct to t9. Screws were disposed of by the hospital.see mfg medwatch report no. 1526439-2014-11283 for the second screw that was involved in this event.

Manufacturer narrative:
Additional narrative:a follow up report will be filed upon completion of the investigation.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.